Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous diagonal artery that was 80% stenosed. Pre-dilatation was done with a 1.2x8mm unspecified semi compliant balloon. The 2.25x15mm xience prime stent was deployed at 16 atmospheres and a proximal edge dissection occurred. A xience prime stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.